Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm. User called to find out further troubleshooting steps and probable causes.the esp personel had reviewed and discussed the troubleshooting steps to the user. No harm or injury reported.